Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s device was implanted in her left hip in 1993. It was noted that she ¿had it moved to the right hip soon after.¿ it was further noted that after the implant and subsequent revision, the device would get ¿hot¿ and ¿burn¿ the patient when she tried to use it. It was noted that the patient quit using the device soon after it was implanted in 1993 and had not used it since. It was further noted that the lead was ¿often uncomfortable right below the lead insertion site.¿ it was noted that the patient could physically feel what appeared to be the extension connector at the site of discomfort. It was further noted that the patient was unwilling to do any further revision of the device or lead at the time of the report. It was noted that the patient had spoken to 3 neurosurgeons in the past and ¿all 3 declined to do anything about the device.¿

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1993-(B)(6), product type extension product ID 3470, serial# (B)(4), implanted: 1993-(B)(6), product type receiver product ID 3487a, lot# *s00000629, implanted: 1990-(B)(6), product type lead product ID 3487a, serial# (B)(4), implanted: 1990-(B)(6), product type lead product ID 7495-51, serial# (B)(4), implanted: 1993-(B)(6), product type extension product ID 3487a, lot# s00000629, implanted: 1990-(B)(6), product type lead product ID 3487a, serial# (B)(4), implanted: 1990-(B)(6), (B)(4).